Event description:
The physician was performing a lung lobectomy. He was dividing lung tissue while utilizing several covidien stapling devices. The idrive ultra handle cat#idryultra1; several staple loads: cat #egia45amt, egia45avm. However, when he attempted to use the stapler to go across the bronchus (cat #egia45axt), he noticed some resistance. He stopped the deployment halfway through the cycle to check if anesthesia pulled the et tube back, they checked and confirmed that it was indeed back. He continued to deploy the staple. As soon as he released the clamp on the stapler, large amounts of blood flowed. He immediately started work on controlling the bleeding. The staff and covidien rep stated that the light indicators on the stapler handpiece remained in a state of proper operation.